Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced diminished/loss of therapy. Lead diagnostics showed that contact 1 had high impedance. Surgical intervention was undertaken on(B)(6) 2023 where in the extension was disconnected from the ipg header, cleaned and port suctioned. Extension was re-inserted into ipg header and impedances cleared. Therapy was restored. No product was explanted.